Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure, the anastomosis was treated with a medtronic pta. Approximately 2 months later, further revascularization was carried out on the anastomosis with a medtronic pta. Approximately 6 months post first revascularization and 4 months post second revascularization procedure, the patient suffered left brachiobascilic fistula stenosis. On the same day, the anastomosis was treated with a non-mdt pta. The patient recovered. The investigator assessed the event as not related to the device, procedure or paclitaxel.